Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was returned for analysis. A visual inspection was performed. The coil returned was inspected and was found kinked and stretch. The coil has the interlocking arm breaks off. A microscopic inspection revealed that the zap tip shape and surface of the coil and no damage noted. The number of proximal fiber bundles were below the assigned specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: ¿the platinum coil contains synthetic fibers for greater thrombogenicity. The interlock - 35 fibered idc occlusion system is designed to be delivered under fluoroscopy through a 5f (1.70 mm) od (0.035 in [0.89 mm] or 0.038 in [0.97 mm] inner lumen) imager¿ ii selective diagnostic catheter without side flushing holes". (B)(4).

Event description:
Reportable based on device analysis completed on 18dec2016. It was reported that the coil got stuck in the catheter. The target lesion was located in the moderately tortuous left subclavian artery. A 10mm x 40cm interlock¿-35 was selected for use. During the procedure, it was noted that the coil got stuck when tried to advance and became unraveled when forcibly removed. Another of the same 10mm x 40cm interlock¿-35 was selected to continue the procedure; however the coil got stuck and was removed together with the catheter. The procedure was completed with a different device. No patient complications were reported. However, device analysis revealed that the interlocking arm of the coil was found broken and the number of proximal fiber bundles was below the assigned specification.